Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient¿s recharger was currently stuck in MRI mode. They are currently living in malacatos, ecuador. They requested to have someone contact them as soon as possible to see if this situation can be remedied. Patient services re-directed the patient to their local manufacturer representative office for assistance since they are outside the us. Resolution unknown, no patient harm has been reported. Additional information was received from the patient. They stated that they don¿t know why it is stuck in MRI mode. They followed the instructions in the manual and the programmer does not respond. They also changed the batteries in the programmer. This was done on july 28, 2025. It has still not resolved. They don¿t know what else to do except contact the manufacturer as there are no manufacturer representatives in the region. Implant year confirmed as 2017.

Manufacturer narrative:
G2. Foreign: ecuador. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the device was no longer functioning. The patient has been in pain for more than 2 months. The patient was looking for a manufacturer representative to get the device up and running again. The device was set in MRI mode and it will not go back to normal. Patient was told it needs to be reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that the ins problem was resolved. The patient noted that they had suffered with pain and inconvenience prior to the resolution. No further complications were reported or anticipated.

Manufacturer narrative:
G2. Foreign: ec medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that they are receiving an error message to contact their doctor and have been unable to use their ins to alleviate back pain for weeks. The patient mentioned they got in touch with a local manufacturer representative (rep) and gave them their name and number to get their stimulator restarted, but have not heard back from them since. The patient stated they put their implant in MRI mode and they cannot get it back to normal mode or charge the battery.